Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. The pusher portion of the device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the any portion of the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
During an evar procedure, a coil was attempted to be deployed to occlude the vessel, but the coil prematurely detached from the coil¿s pusher wire when advancing into a 5mm coil that was already placed. An attempt was made to remove the coil using negative pressure in the catheter by pulling it back, but it did not work. Then, another attempt was made using another catheter, but it also did not work. Then, the coil was able to curl up on its own next to the already implanted 5mm coil in a desirable location. With the coil being left implanted, the ima was then covered using a stent as part of the procedure. The procedure was successful. The patient was stable and well.